Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was more than 600 mg/dl at the time of hospitalization and was treated with intravenous insulin and manual injection. The customer¿s current blood glucose was 295 mg/dl. The customer had nausea. The customer was rushed to the emergency room and the blood glucose was 716 mg/dl. The customer¿s other blood glucose was 127 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was not using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform an high pressure test. The insulin pump was in auto mode at the time of the incident. The customer reported that they have a back-up plan available. The customer was unable to perform carelink upload. The customer does not alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.